Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 03-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt's) lead was removed. "With gentle retraction, unable to remove the paddle. Even after further dissection of soft tissue" the lead was eventually cut.